Manufacturer narrative:
The returned system did not meet requirements for leak testing, as a crack was present in the neck of the injection port of the patient line stopcock. This type of damage is likely attributable to improper use of cleaning solution. Per hospital procedures, chlorhexidine is used to clean connections. After cleaning with alcohol, the connectors should be allowed to air dry completely prior to connecting the drainage bag. This will avoid possible cracking of the connectors, as noted in the instructions for use that accompany the product. Also note that alcohol is the only permissible cleaning agent for use on the connectors of this product. A review of the manufacturing records showed no anomalies. No impact to the patient was reported.

Event description:
It was reported to medtronic neurosurgery that a crack in the patient line stopcock caused csf leakage.